Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing leaked after successful insertion with an bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: patient was admitted to the pediatric ward with "acute suppurative pharyngitis, bacteremia" due to fever for 2 days. On august 13th, the indwelling needle was puncture. After the successful puncture, the patient was infused, and it was found that the long tubing of the closed indwelling needle leaked. Immediately replace the same manufacturer, the same specifications, the same batch of closed venous indwelling needle re-puncture for the patient. The patient was successfully completed with the infusion. Normal, no change.

Event description:
It was reported that the tubing leaked after successful insertion with an bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: patient was admitted to the pediatric ward with "1. Acute suppurative pharyngitis 2. Bacteremia" due to fever for 2 days. On august 13th, the indwelling needle was puncture. After the successful puncture, the patient was infused, and it was found that the long tubing of the closed indwelling needle leaked. Immediately replace the same manufacturer, the same specifications, the same batch of closed venous indwelling needle re-puncture for the patient. The patient was successfully completed with the infusion. Normal, no change.

Manufacturer narrative:
Investigation: neither sample or photo was provided. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.